Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device not recieved for evaluation. If the device received in future evaluation would be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr was smoking and burning the bone. It was reported that there was no intervention performed and no delay in the procedure. It was also reported that the procedure was completed with the reported product. Additional information regarding the patient impact was being followed up from the facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up it was reported that there was no patient impact.

Manufacturer narrative:
H3: evaluation of the device determined a foreign metal material deposit was found and confirmed on the cutting surface by using a keyence microscope and a scanning electron microscope. It was also noted that the mr8-14mh30 tool is not designed as a metal cutter and expectedly became dull during use. When the tool is heavily damaged, the reported dulling and excessive heat are possible, and such a a damaged tool should not be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.